Event description:
It was reported that the physician was not able to remove the screw with the screw driver and screw remover during a 2 level spine surgery. It was further reported that the screws and plate had to be removed and started over.